Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery #3. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm for 5 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure.